Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time displayed was incorrect. A technical support specialist (tss) dialed into the server, found that the station time was advanced by 1 hour, and updated the time through the command prompt to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es time displayed was incorrect. The customer stated that the nurse could not pull medications and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.